Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) pump due to fluid loss. A patient outcome was not reported. Additional information received that there was an excellent result of the procedure.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 performed within specification; no leak was found. Cylinder 2 has the leaks in distal end of cylinder body; two pinholes were present that was result of sharp instrument damage. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed deflation and the 8lbs activation tests. The pump therefore required more than 8lbs. Of force to activate. Product analysis did not identify any fluid loss in the pump, but identified pinhole leaks in distal end of cylinder; the reported events could not be confirmed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to fluid loss.the outcome was reported to be an excellent result of the procedure.